Event description:
It was reported to boston scientific corporation in 2007, that a wallflex enteral colonic stent was used during a colonoscopy procedure on an adult female patient (age and weight unknown) ten days prior. According to the complainant the "[patient presented with ca at the recto-sigmoid. [The patient] ha[d] a 5cm length stricture. [The] [p]hysician deployed [a] wallflex colonic stent, 25x90mm, at the stricture. There was no complication during the deployment of the stent. After removal of [the] delivery system, the distal flare (away from anus) of the wallflex was not fully open. It was shaped like a rose bud. (Approximately 4 to 6 hours) post procedure, [the] patient complained of severe pain at [the] anus. Upon inspection, the proximal (near to anus) end of the wallflex, about 5mm [of the stent] could be seen at the patient's anus. [The physician] removed the stent....[the physician] has scheduled to place another colonic stent for patient." Follow up information obtained from the complainant revealed that there was "no serious injury from the removal of the stent." It is unknown if another stent was placed as intended."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the device history record (DHR) is in progress; results will be provided in a follow-up medwatch report.